Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. A customer quality engineer reviewed electronic device records and was able to verify reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Root cause is unable to be determined.

Event description:
A customer contacted stryker to report that their device displayed a blank screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.